Manufacturer narrative:
(B)(4). Event eval - still under investigation.

Event description:
The physician reported he had complications with the tracheostomy, twice. Both times, the trach was occluded and had to be removed. They changed to another MFR's trach on the pt. It looked like the trach slipped forward but even if advanced, it appeared collapsed and they could not advance the bronchoscope after inflating the balloon. The rep was present during the initial procedure and indicated it went well. The only thing she noticed differently was when they made the skin incision. Instead of making the skin incision to begin with, they waited until the wireguide was in place and then went 1 cm up and 1 cm down. Dr number one was there to guide dr number two, since she is new to this technique, and he has used the blue rhino numerous times. When asked why he made the skin incision in that order (since it varies from the IFU), after the procedure was complete, he had a very firm reasoning. However, the trach tube was initially inserted easily, therefore, it is not believed this step interfered with the outcome of the trach tube. The physicians changed to another MFR's trach on the pt.